Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2021-16091. It was reported that the patient was experiencing ineffective stimulation due to lead migration and original lead placement. The lead migration was confirmed through x-ray testing. As result, the leads were explanted and replaced. Effective therapy was established post-operative. It is unknown which lead migrated, so both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.